Event description:
Same case as MDR ID: 2134265-2015-04528. It was reported that pericardial effusion occurred. The physician completed a left atrial appendage closure (laac) procedure by implanting a 21mm watchman ® laa closure device using a watchman ® access system. At the end of the procedure, a very small pericardial effusion was noticed. It has not evolved further. The patient underwent an atrial fibrillation ablation prior to the laac. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).